Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the x-rays. As per the x-ray review, overall fit and alignment on the initial images of (B)(6) 2016 was normal. Images of (B)(6) 2017 demonstrate abnormal alignment without dislocation secondary to the glenoid component disassociation as noted. Bone quality appears osteopenic for a male of this age. The initial post-operative images demonstrate no evidence of malalignment. No areas of abnormal radiolucency are identified. There is disassociation of the glenosphere from the baseplate. The actual taper adapter is difficult to visualize but is presumably also disassociated. On the two ap images the central screw appears properly positioned and also unchanged in position. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint was reopened to state that the surgeon noted that the patient did not comply with the recommendations which may have led to the contributed event. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products: comprehensive reverse shoulder fixed locking screw catalog # 180551 lot#: 152430. Comprehensive reverse shoulder fixed locking screw catalog#: 180552 lot#: 871150. Comprehensive reverse shoulder non locking screw catalog#: 180557 lot#: 751840. Comprehensive non locking screw catalog #: 180557 lot#:779270. Comprehensive reverse shoulder glenosphere catalog#: 115323 lot#:722670. Comprehensive reverse shoulder central screw catalog#: 115380 lot: 125300. Comprehensive reverse shoulder humeral bearing catalog#: xl-115368 lot#: 693570. Comprehensive reverse tray catalog #: 115370 lot #: 639660. This report is number 5 of 5 mdrs for the same event (reference 0001825034-2017-00726/ 00727/ 00580/00748/00749).

Event description:
It is reported that the patient underwent a shoulder revision procedure due to disassociation of the glenosphere and taper adapter from the baseplate.